Event description:
Reporter alleged the customer obtained a discrepant blood glucose value of 110 mg/dl back to back with a result of 229 mg/dl when testing was performed within 10 minutes on the advantage system. Rptr stated that at a different time and day, another comparative test of 510 mg/dl was performed back to back with a result of 94 mg/dl within 10 mins on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.